Event description:
Revision surgery due to infection 20 days after the primary surgery. The surgeon performed a washout and revised the head and liner to a same size head and liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 24 02 2026. Ball heads: mectacer 01.29.210 mectacer head biolox delta dia.36 12/14-l (k112115) lot 2523533: (B)(4) items manufactured and released on 29-sep-2025. Expiration date: 2030-sep-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: mpact 01.32.3648hct flat pe hc liner d 36/f (k103721) lot 2518397: (B)(4) items manufactured and released on 10-sep-2025. Expiration date: 2030-aug-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause:infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.